Event description:
A customer reported that the touch screen of their device was scratched and difficult to read. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.